Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that visible air bubbles were observed. During preparation, the faradrive steerable sheath was tested and showed no abnormalities. The dilator was wetted before being inserted into the sheath. The catheter was then inserted into the body over an exchange wire and into the left atrium. The wire was replaced with a farawave catheter, the sheath was successfully aspirated, and the ablation was performed. The farawave catheter was swapped for a non-boston scientific mapping catheter, the sheath was aspirated successfully, and mapping of the left atrium was performed. The sheath was aspirated again, and the farawave catheter ablated four more lesions in the right superior pulmonary vein (rspv). After removing the farawave catheter from the sheath, the sheath was aspirated. When the non-boston scientific mapping catheter was reintroduced into the sheath, aspiration was no longer possible, and air was continuously pulled back from the sheath. Upon removing the non-boston scientific mapping catheter, the sheath could be aspirated again. The faradrive sheath was replaced, and the procedure was completed without any patient complications. The sheath is expected to be returned for analysis.